Manufacturer narrative:
Patient information was not made available from the site. On 10/05/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The navigation system has subsequently been used after this event with no issues. It appears the inaccuracy may have been caused by the frame resting on the patient. On 10/09/2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine l4-l5 fusion procedure, the surgeon alleged that all 4 of the screws were placed 3-4 millimeters low. This was a case using an imaging system. They took 1 spin , the screws were placed, a confirmation spin was taken and the screws showed to be low. The site re-spun the patient and checked accuracy using the probe and the probe showed to be low, as well. At the time of the call to medtronic technical services, the site was working on revising the screw placement. The site did not think that the reference frame moved. There was no delay of therapy reported. The surgeon opted to continue and completed the procedure with the use of the navigation system.